Event description:
It was reported that customer experienced malfunction alarm identified as malfunction 12, but complete alarm code was not available. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for evaluation, and replacement pump was arranged by distributor while further investigation of returned device was pending, with no additional information received regarding outcome of event.